Manufacturer narrative:
It was reported to baxter that three patients presented the same symptoms, fever and chills during use of this particular instrument. It was also reported that after the third incident, the facility's biomedical technician removed the instrument from service and collected a sample for colony count. The sample was sent to independent external laboratory for testing in 2007. At about 3 days later, the results from the testing arrived negative, (colony count for 24 hours, less that 2 cfu/ml). A nurse form the clinic, informed the baxter service technician that the results from the blood culture were negative. Finally the instrument was placed back into service, after was disinfected according to 1550 instrument service manual. Baxter is monitoring issues like this. If additional information is discovered a follow up report will be submitted.

Event description:
Baxter affiliate reported an incident that occurred. A patient diagnosed with end stage renal disease, experienced an unusual event during a regular hemodialysis treatment. Approximately 30 minutes into the treatment, the patient started complaining of chest pain and developed fever and chills. Per the facility protocol, a blood culture was collected and the patient sent to the emergency room. The patient was discharged from the hospital on the next day and had a subsequent treatment at the dialysis clinic with no further clinical consequences. The patient was dialyzed via av fistula. It was, also, reported that this patient has a pacemaker implanted.